Manufacturer narrative:
(B) (4).

Event description:
Per the audiologist, the patient experienced a decrease in performance. The results of an integrity test (B) (6), 2010 indicated malfunction of the receiver stimulator. Explant and reimplantation is planned, but had not taken place at the time of this report february 26, 2010.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2010; during the same surgery the patient was reimplanted with another device. The correct model # is ci24r (cs); not ci24re (ca) as previously reported. (B)(4).